Event description:
Update to one of the concomitant devices: radiolucent insertion handle frn (part 03.033.001, lot l849566, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523, lot l812376: manufacturing site: bettlach. Release to warehouse date: june 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was noticed that the threaded distal tip was broken off at the most proximal end. The broken threaded distal tip piece was struck in the radiolucent insertion handle. No other issues were identified with the device. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawing, reflecting the manufactured and current revision, was reviewed. The complaint condition is confirmed for the device as the threaded distal tip was broken off at the most proximal end. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was inserting a femoral recon nail when the driving cap broke off and landed on the floor. The threaded portion of the driving cap remained inside the radiolucent insertion handle. To complete nail insertion, the surgeon had to strike the metal portion of the insertion handle until the nail insertion was complete. The operation was completed without any further complication. There was a surgical delay of five minutes. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# unknown, quantity# 1); 9 mm / ti cann frn / gt 420mm / left - sterile (part# 04.033.973s, lot# unknown, quantity# 1); unk - guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).